Event description:
Information was received indicating that a smiths medical pump alarmed "no disposable, pump won't run". There was a residual volume of 54.95 ml 45.05 mls were delivered at a rate of 2.2 ml/hr. There were no adverse events reported.